Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported that the buttons were not working at all. The blood glucose reading was 271 mg/dl. Prior to the event, the patient took the unit off before going into the pool. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.